Event description:
On (B)(6) 2011, customer reported that the dxc 600 pro instrument generated a false low sodium (na) result for one patient. This result was not report outside the laboratory. Customer recalibrated the system and reran the sample when it was noticed that the anion gap was low. This result was reported. Customer stated that na results shift about 2 mmol/l when recalibrated and this is within the precision claim of the assay. Field service engineer (fse) examined the instrument and found that the chlorine (cl) electrode port was missing a quad ring. Fse cleaned the port, replaced the quad ring and verified performance. No further issues have been reported.